Event description:
It was reported the bronchovideoscope was not displaying an image; there was only static. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was chipping of the rubber adhesive. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to have led to the component failure. Olympus will continue to monitor field performance for this device.